Event description:
As reported, post deployment of a 29mm sapien 3 valve in the aortic position via transfemoral approach, central leak was noticed. It was difficult case to cross the annulus as the leaflets were extremely calcified, a balloon aortic valvuloplasty was performed with a 22mm non edwards balloon. Multiple attempts and manipulations were made to allow the valve to cross the annulus to be deployed in a safe location. Valve deployment was uneventful. After deployment, there was central leak as one of the leaflets appeared either stuck in the open position or pinned in the open position. Multiple post dilation attempts were made to try to free the leaflet. This was unsuccessful. The team was not comfortable leaving this result for the patient and the decision was made to implant a second valve. This valve was implanted successfully, without issue, with normal leaflet function.

Manufacturer narrative:
Investigation is ongoing. Valve remains in patient.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imaging evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Review of manufacturing mitigation is captured in an existing technical summary. Review of instructions for use (IFU)/training material is also captured in the technical summary. No complaint history or lot history review was performed. An existing technical summary has been documented for root cause analysis on deployed valve exhibiting central regurgitation. The technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for deployed valve exhibits central regurgitation was unable to be confirmed due unavailability of applicable imagery/medical record. A review of DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. An existing technical summary has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ postdilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate postoperative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. As reported, after deployment, the team noticed there was central leak as one of the leaflets appeared either stuck in the open position or pinned in the open position. Multiple attempts were made to try to free the leaflet with a pigtail, j wire, however was not successful. In addition, per the event description, very difficult case to cross the annulus as the leaflets were extremely calcified. As stated in the training manual, anatomical factors including heavily calcified leaflets may affect the thv deployment characteristics (e.g. Resulting in impinged leaflets due to calcification). As such available information suggests that patient factors (calcified native leaflets) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. An existing technical summary has been documented therefore no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.